Event description:
It was reported that the patient with this pacemaker device reached end of life (eol). The patient had syncopal episode. Boston scientific representative was not sure if it was related to the pacemaker. Technical services (ts) recommended to have the device replacement soon. This device remains in service. No adverse patient effects were reported.